Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
It was reported that implanted gamma long nail with lag screw, end cap and 2 locking screws. On (B)(6) 2017 during a follow up visit a cut out was confirmed, the lag sc screw only will be removed as plan.

Manufacturer narrative:
Event description did not refer to a deficiency of the device. Cutout is usually not device related. Thus, concomitant item.

Event description:
It was reported that implanted gamma long nail with lag screw, end cap and 2 locking screws. On (B)(6) 2017 during a follow up visit a cut out was confirmed, the lag sc screw only will be removed as plan.